Manufacturer narrative:
At this time of this report, the patient was recovered from the event. The patient was not hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient started treatment with unspecified antibiotics (doses, routes, and frequencies) for the event. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information was available.